Manufacturer narrative:
Per (B)(4), which contain smartphone compatibility information with use of freestyle librelink and freestyle libre 2 apps, the [samsung galaxy m11, huawei, iphone 12, lg, motorola, nokia, and xiaomi redmi] device has not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon updating the adc mobile application, they were unable to scan their sensor and obtain readings. The customer experienced dizziness, dry mouth, and received treatment of 14 units rapid insulin and water provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.